Event description:
Additional information became available that this lead is now out of service following a device replacement procedure. It was believed to have been fractured. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) impedances of greater than 3000 ohms, as well as loss of capture (loc) at maximum outputs and inconsistent sensing. The patient reports not feeling well. At this time the lead remains implanted, and the physician will do a revision procedure, but none have been planned at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
--